Event description:
It was reported that the patient passed out while walking to his mailbox. During this time, the device stored a vf episode where undersensing was noted. The device had delayed detection and diagnosis. The patient received external hv therapy while the device was charging. The patient passed away later that day.

Manufacturer narrative:
No medwatch form was received.